Event description:
The patient experienced problems with pump refill through an outside agency home care service in october. At this home care visit, the nurse reported that she was only able to fill the pump with 12 ml of fluid and that she was unable to aspirate or add fluid. The nurse did contact medtronic and worked with a service technician. The nurse was only able to partially fill the pump. For nearly 3 weeks, the patient reported no signs of therapy interruption or withdrawal. The patient was seen in the neuroplasticity clinic after three weeks, and the doctor noted that the patient had not had any clinical consequences. They attempted to refill the pump at the clinic and were not able to aspirate more than approximately 0.5 ml of fluid from the reservoir. An attempt to introduce preservative-free injectable saline into the reservoir also was unsuccessful. Further attempts were aborted and medtronic was contacted. Per the physician, there were no alarms that were set and review of the patient's logs did not demonstrate a problem. The patient is experiencing a pump malfunction and likely will require replacement.medication: baclofen infusion.